Event description:
This lead was implanted on (B)(6) 2012 and was explanted on (B)(6) 2012 for an unknown reason. The physician was dr. (B)(6) at (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).